Event description:
Pt reported obtaining back-to-back blood glucose results of 371 mg/dl and 113 mg/dl on the advantage system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.